Event description:
It was reported that during an implant procedure, a left bundle pacing was attempted and the right ventricle (rv) threshold increased. The rv lead was identified to be dislodged and confirmed via x-ray. The physician elected to use another lead, and the new lead was implanted successfully. The patient had no consequences.